Event description:
The diaphragm of the medela pump in style breast pump developed a hole during normal use. The hole developed over time as pt had noticed decreasing suction strength over approx a week's time. The device was completely incapable of expressing breast milk while pt was separated from their baby and had no other means to express milk. Pt did not deface the device in any way which would have caused the hole.